Event description:
It was reported that fiber broke at proximal end of fiber assembly (near laser connection). Contact person reported that during an arthroscopy procedure, after physician had lased for approx two cycles (unknown number of joules), physician and laser staff noticed that the fiber had broken near the proximal connector. The procedure was immediately paused to replace the reported device. Procedure was completed without further incident. No injuries were reported.